Event description:
Initial info was received from a physician via a company sales rep on (B)(6) 2010 and by (B)(6) on 10-dec-2010: the physician stated that a female pt (age not provided) was treated with poly-l-lactic acid (sculptra aesthetic, current lot # 2a0036, exp date 30-jun-2013) and lidocaine on an unk date for her third injection session. She tolerated previous treatments without any problems. He reported that 12-18 hours post this injection, the pt experienced ipsilateral corneal microcystic edema, blurred vision and a profound decrease in vision to count fingers. She went to the hospital (date not provided). Retinal exam, iup exam, and infrared video pupillography (ivp) were all normal. Magnetic resonance imaging (MRI) scan was normal, as well. No further relevant info was provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment: this case involving a female pt of unk age who reportedly developed ipsilateral corneal microcystic edema within 1 day of receiving poly-l-lactic acid lacks sufficient info for a thorough medical assessment. Causes of corneal edema include endothelial disorders, inflammatory processes (i.e. Endotheliitis associated with herpes viruses), ocular surgery (which can lead to corneal edema immediately after surgery or years later), trauma, and toxins. Add'l info is needed in order to evaluate this case including pt's age (as fuchs endothelial dystrophy generally begins during the fifth decade of life, chandler's syndrome occurs in middle-aged patients, and posterior polymorphous corneal dystrophy affects younger patients), pt's ocular surgical history (as bullous keratopathy is a common cause of corneal edema in adults), details regarding poly-l-lactic acid administration (including indication, dosage received, location of poly-l-lactic acid injections), pt's concomitant medications (as several substances have been reported to cause endothelial dysfunctions after administration), and an ophthalmologist's causality assessment.